Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES, matrix drawer 1 handle was loose, unstable, and exhibited excessive movement. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for (B)(6) was performed from the date of manufacture, 15-NOV-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device of this incident, it was determined that the two left side mounting screws were missing causing the matrix drawer 2-1 face to be loose. A Field Service Engineer (FSE) replaced the screws using available spare, realigned the drawer face, and tightened all associated screws. The FSE also inspected the remaining drawer faces and confirmed working. The drawer was restored to proper condition and operation. The system functioned as intended after the Field Service Engineer repaired the device.